Event description:
A malfunction was reported by the distributor, indicating a specific error with the pump. There was no information provided about the customer's blood glucose level. The pump was being returned for replacement, and a new pump with a different serial number was prepared for the customer.